Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 502 module. The sample initially resulted in a creatinine value of 305 umol/l and this value was reported outside of the laboratory. The patient was admitted for monitoring based on the initial creatinine value. The sample was repeated, resulting in a value of 65 umol/l. The patient was not treated. He was released when the normal repeat result was received. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned and dried the probes. The rinse unit vacuum and dispense were checked. The customer noted there were reagent probe up/down errors. Controls were run and the system was found to be ok.

Manufacturer narrative:
The field service engineer replaced the reagent probe and no additional issues occurred after this action. The investigation determined the service actions resolved the issue.